Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by critical care nurses in the online survey that a nurse stated that the arctic sun temperature management system did not successfully control patient temperature by achieving and maintaining patient to target temperature because "not documented" in relation to "arctic sun 5000" and pads large (l).